Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during an implant procedure, this right atrial (ra) lead exhibited helix extension issues. The physician was able to position the lead in the atrium successfully after removing the stylet. While implanting the right ventricular (rv) lead, the ra lead dislodged. The physician ultimately decided to explant the ra lead and it was never in service. No adverse patient effects were reported.